Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 64 mg/dl at the time of incident and after checking again, it went down to 50 mg/dl. Customer¿s current blood glucose level was went up to 84 mg/dl. Customer was treated with pizza. Customer had not allege insulin pump was over delivering. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.